Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm found autofill failures in the log and a faulty pneumatic module assembly. The pneumatic module assembly was replaced and the iabp run with a test intra-aortic balloon (iab) and trainer. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system failure with multiple intra-aortic balloons (iab). It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.